Manufacturer narrative:
A patient's leads were explanted due to skin erosion was reported to abbott. It was determined while removing stiches part of a lead was pulled out of the skin. The system was explanted to address the issue. Cultures indicated staph on the exposed portion of the lead the implanted portion of the lead was clean. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16816. It was reported while removing stiches part of a lead was pulled out of the skin. In turn, the system was explanted to address the issue. Cultures indicated staph e on the exposed portion of the lead the implanted portion of the lead was clean. Note: all of the patient's leads are being reported because it is unknown which lead is liable.